Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the mobile system within 10 minutes: 23 mg/dl, 15 mg/dl, 20 mg/dl, 82 mg/dl, 24 mg/dl, and 32 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired. Retention last tested (B)(6) 2015 and retention results were in range.